Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. It is unknown what action were taken to address bg level. Reportedly the customer was stacking boluses. A replacement pump was sent to the customer.